Event description:
It was reported that this pacemaker exhibited a brady pacing rate not as expected. The device could not be interrogated as the device went into safety mode. The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.